Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery pins to resolve the reported issue. After performing other unrelated repairs and observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.